Event description:
Foley catheter inserted into infant's penis; blood noticed at tip of penis. Catheter removed. Pressure held. Catheter introducer tip noted to be protruding from hole on side of catheter (not the case prior to use). Another foley inserted without problem.